Event description:
Cardio care reported the pacemaker was failing to capture consistently. Apparent ventricular lead failure. Pacemaker and leads surgically explanted and replaced. Devices returned to manfuacturer for evaluation.device labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: battery failure - accelerated depletion, electrode failure. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.